Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The customer addressed the elevated blood glucose level by administering a correction injection via manual insulin therapy. No third party assistance was required. Customer changed cartridge and infusion set to address the issue. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.